Event description:
Additional information received confirmed that the cause of event was distal catheter segment occlusion. An MRI was done on (B)(6) 2013 which showed ¿intraspinal catheter.¿ the catheter was replaced and the patient was hospitalized due to the event. The patient outcome was noted as no injury and recovered without sequelae.

Event description:
It was reported a catheter issue occurred, the distal end was occluded. As a result, a volume discrepancy occurred. The patient experienced withdrawal symptoms 'approximately late (B)(6)' which included gastrointestinal issues, a return of pain, less than fifty percent therapy relief and flu like symptoms. The patient experienced pain at a score of 9 out of 10 but was noted to have been stable. The symptoms were managed with oral supplements and patches. The refill had a significant volume discrepancy; approximately 16 cc's were withdrawn from the reservoir while 1-2 cc's were expected. An MRI showed the catheter in the intrathecal space. A dye study was attempted but the health care provider (hcp) was unable to aspirate cerebrospinal fluid (csf). A revision was scheduled on the day of this report. The hcp was unable to draw back csf from the catheter access port, pump segment, nor spinal segment. The spinal segment was removed and the hcp 'used 24 gauge angiocath to attempt forward push of fluid. Unable to do so. Concluded occlusion was the issue.' The entire catheter was removed and a new catheter was implanted. The device system was used to administer fentanyl and bupivacaine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8731 lot# serial# b008694n16 implanted: 2004-05-18 explanted: 2013-03-25 product type catheter. (B)(4).